Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4). Analysis of interstim ii s/n (B)(4) found non-conformance in the form of the setscrew being backed too far out of the header block. Lead insertion testing was done on the ins. All results were within the maximum insertion force specification and maximum withdrawal force specification. The tests were performed three times.

Event description:
It was reported the lead could not be fully inserted into the header block. The setscrew would not loosen. Once the lead was fully inserted, the setscrew was tightened. The wrench clicked and the lead could be pulled out. A new stimulator was used and resulted in no problems.